Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 39 mg/dl. Customer was treated with food and glucose tablet. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose level. Customer was not alleging insulin pump for over delivering. Customer reports programming was accurate. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.